Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the cross brace is broke at the crossbrace rail. The dealer stated it is at the head section the dealer stated both side rails at the top cross brace broke at a weld.

Manufacturer narrative:
Product received expanded evaluation. The expanded evaluation report states: visual inspection- the second cross brace was in fair condition with no damages to the slotted barrels, but both of the rail brackets were fractured near where they were welded to the cross brace. Conclusions- utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the reduced gap full lgt bed rails of having a fractured rail bracket. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product received expanded evaluation. The expanded evaluation report states: visual inspection- the second cross brace was in fair condition with no damages to the slotted barrels, but both of the rail brackets were fractured near where they were welded to the cross brace. Conclusions- utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the reduced gap full lgt bed rails of having a fractured rail bracket. The dealer stated the cross brace is broke at the crossbrace rail. The dealer stated it is at the head section the dealer stated both side rails at the top cross brace broke at a weld.